Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, when shooting the final reload ecr60b in the gastric bypass pouch, the echelon shot the first third and then locked. When unlocking it, there was a poor staple formation and tissue cutting in the last two thirds. The echelon was washed between one shot and another, the tissue was not thicker than normal. The problem was solved by suturing manually. Procedure was delayed by 45 minutes and was completed successfully. No fragments were generated and there were no adverse consequences for the patient.